Event description:
The data and info contained herein is being submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by karl storz, who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any karl storz product was causally related to the incident. Doctor claims that during a hysterectomy ablation procedure with rollerball, a 1 cm burn on the navicular perineum was noted. Since the incident, dr has seen the pt various times to follow up and the pt was healing. All the instruments have been reused since then with no further problems. The dr decided to check to see if the incident has been reported to karl storz because she feels there will be a "litiginous action" on the pt's part.